Event description:
A high blood glucose level of 580 mg/dl was reported, suspected cause unknown. The control iq feature was turned on. The customer took corrective action by performing a correction injection using a humalog pen and agreed to proceed with a supplies/system check. They were instructed by technical support to inspect the infusion site and supplies, remove and inspect the infusion set, and were educated on proper cartridge use after it was found that the cartridge had been reused, which goes against labeling instructions. No issues with the needle or cannula were observed. The caller was advised to replace supplies as necessary and resume insulin administration.